Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey in the last 12 months, there were 3 patients experienced wound dehiscence and 10 patients had delayed wound healing with multiple comorbidities.